Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant medical products: left mentor smooth round moderate profile 550cc saline prosthesis, catalog: 3501670, serial number: (B)(4), lot: 6401498. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent primary breast augmentation with a mentor smooth round moderate profile 550cc saline prosthesis. Deflation on the right breast prosthesis was diagnosed post procedure. As a result, the breast prosthesis was explanted from the patient on (B)(6) 2018.

Manufacturer narrative:
On 7/10/2018, mentor received additional information: date of event: (B)(6) 2018. The patient underwent bilateral removal and replacement with mentor memorygel breast implant 490cc gel prostheses on (B)(6) 2018. The device history record (DHR) was reviewed on 6/21/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 7/12/2018. Device evaluation summary:  the device was received at mentor without fluid. No foreign material was observed within the device. No foreign material was observed on the shell surface. During examination, the product evaluation team observed a crease on the posterior aspect. Leak testing was performed according with mentor procedures and it revealed a rent measuring approximately 0.1 within the crease. No other anomalies were found.    The complaint was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage. The device history record ( DHR) of lot number 5928087 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).